Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It is reported the patient informed, during the six-month post-op appointment, that their symptoms are worsening and they are leaking a lot more than they had been. The patient stated they did experience a fall a few months ago and the clinic said since the patient felt stimulation, the neurostimulator implant likely didn't move. There were no additional patient complications.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006. UDI for concomitant product, tined lead: (B)(4). The h6 patient codes and impact codes were corrected.

Event description:
It is reported the patient informed, during the six-month post-op appointment, that their symptoms are worsening and they are leaking a lot more than they had been. The patient stated they did experience a fall a few months ago and the clinic said since the patient felt stimulation, the neurostimulator implant likely didn't move. There were no additional patient complications. The physician confirmed the patient's lead is still intact and in the correct location. The patient has an appointment this week with the physician to check if the programming changes were helpful. The status of the patient is stable. The patient is doing better with their bladder symptoms and the patient's programming is being monitored to continue making improvements. The patient had already been informed by the physicians office that their x-ray came back normal and their lead had not moved due to the fall. There was a minor change to the patient's programming, and the patient will continue with their normal follow up.

Event description:
It is reported the patient informed, during the six-month post-op appointment, that their symptoms are worsening and they are leaking a lot more than they had been. The patient stated they did experience a fall a few months ago and the clinic said since the patient felt stimulation, the neurostimulator implant likely didn't move. There were no additional patient complications. The physician confirmed the patient's lead is still intact and in the correct location. The patient has an appointment this week with the physician to check if the programming changes were helpful. The status of the patient is stable. The patient is doing better with their bladder symptoms and the patient's programming is being monitored to continue making improvements. The patient had already been informed by the physicians office that their x-ray came back normal and their lead had not moved due to the fall. There was a minor change to the patient's programming, and the patient will continue with their normal follow up.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006. UDI for concomitant product, tined lead: (B)(4). The h6 impact code was corrected. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to incontinence, urinary which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It is reported the patient informed, during the six-month post-op appointment, that their symptoms are worsening and they are leaking a lot more than they had been. The patient stated they did experience a fall a few months ago and the clinic said since the patient felt stimulation, the neurostimulator implant likely didn't move. There were no additional patient complications. The physician confirmed the patient's lead is still intact and in the correct location. The patient has an appointment this week with the physician to check if the programming changes were helpful. The status of the patient is stable. The patient is doing better with their bladder symptoms and the patient's programming is being monitored to continue making improvements. The patient had already been informed by the physicians office that their x-ray came back normal and their lead had not moved due to the fall. There was a minor change to the patient's programming, and the patient will continue with their normal follow up.